Manufacturer narrative:
(B)(4).

Event description:
The consumer via a manufacturer representative reported that the patient was implanted with a spinal cord stimulator on (B)(6) 2013 due to chronic pain. In (B)(6) 2014, the patient felt the pain was worse after they passed a safety check twice. The health care provider (hcp) found that the device was shut down in a programming and restarted the device, but the patient still had pain. The patient was reprogrammed again in (B)(6) 2015 and had no improvement for the pain. The cause of the event was not determined and the patient still had pain. The action taken to resolve the pain was that it was suggested for the patient to have a test in the hospital.